Event description:
The customer reported that the flange became separated form the tube after about 6 days in pt use. The customer reported that the pt was re-intubated and there was no pt injury. Since this incident, the customer reported that the pt has been decannulated and is doing fine. The customer stated they will return the sample for evaluation.